Event description:
We received a report, stating that circuits were leaking from the swivel joint on an rt226 neonatal heated breating circuit. They confirm that there was no patient consequence.

Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare by a hospital in ireland. The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k020332. The complaint device has not yet been returned. We will complete our investigation on receipt of the device.